Event description:
Initial reporter indicated that while in the operating room they received an error code vbat less than eos threshold. Eos is 0 months. The error occurred right after the first system diagnostic which was performed outside of the pocket and the patient's leads were connected to the generator. A generator reset was performed and re-interrogated, performed a system diagnostic test and received same error message. The generator was returned for analysis the end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. A root cause for this condition could not be determined. Once the output was re-enabled the following was observed. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Results - device output was disabled. Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.